Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The up arrow button did not respond due to a corroded keypad trace. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, and a broken reservoir tube lip.

Event description:
It was reported that the insulin pump had buttons unresponsive and alarmed button error. Customer stated no response on act and arrow buttons. Customer's blood glucose was 224 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.